Event description:
It was reported that the tines of the array were deformed. The patient was undergoing a radiofrequency ablation procedure of a tumor in the lung. A 3.5/15/15 leveen¿ standard electrode was selected for use. During preparation, the tines of the array were noted to be deformed. The device was not used; the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the leveen needle electrode was returned. No visible residue was found on the device. A physical examination of the device found the cannula to be bent. The array was partially extended and the tines were bent. A functional evaluation of the electrode was performed by extending the array and the tines were found to be bent and unevenly spaced. The array could not be fully retracted due to the damage to the cannula and tines. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that the tines of the array were deformed. The patient was undergoing a radiofrequency ablation procedure of a tumor in the lung. A 3.5/15/15 leveen¿ standard electrode was selected for use. During preparation, the tines of the array were noted to be deformed. The device was not used; the procedure was completed with another of the same device. There were no patient complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).